Event description:
It was reported that a standard offset stem subsided completely into the femur and the surgeon cemented in the stem.

Manufacturer narrative:
UDI no: (B)(4). The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.